Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the subtraction brightness and the contrast and downloaded new calibration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' foot pedal would not work. No pt injury was reported.